Event description:
It was reported by the affiliate that during a pph procedure, the hemorrhoidal mass at the 11 o'clock position was excessively large. When the stapler was fired the stapler, however, cut and this led to bleeding. The surgeon then had to ligate the bleeders to attain hemostasis. Surgery had to be converted to conventional hemorrhoidectomy which involved an additional 1.5 hours of or time.